Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother called via phone for troubleshooting on a no delivery alarm that occurred 2 days ago which caused a high blood glucose event. The customer's blood glucose at time of incident was 451 mg/dl. The customer's current blood glucose is unknown. Troubleshooting was declined for the high blood glucose. Troubleshooting was declined for the no delivery because the insulin pump was not with the caller. Nothing further reported.